Manufacturer narrative:
On 29-aug-2023, mentor received additional information about the event. The patient developed a silicone granuloma in her right breast post implantation. It was reported that only the right breast prosthesis ruptured. The left breast prosthesis was removed intact. This medwatch report is for the patient¿s left breast prosthesis. Block b1 ¿is product problem¿ no longer applies to this report nor does block h6 medical device problem code material rupture (a0412). The patient developed pseudoptosis in her left breast post implantation. The patient developed capsular contracture (baker grade unknown) in her right breast post implantation. The patient¿s explanted breast prostheses were replaced with a mentor memorygel breast implant 425cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 425cc gel breast prosthesis (right device) that both ruptured post implantation. The patient noticed a difference in her right breast following a mammogram. Rupture of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.